Manufacturer narrative:
If additional information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker longevity had normal drop every year up until recently. The health care professional (hcp) thought there could be a premature battery depletion (pbd). Boston scientific technical services (ts) thought this is normal and likely due to rounding. To date, the device remains in service. No adverse patient effects reported.